Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken bipolar yaw pulley. The broken pieces are missing as a result of the breakage. The sizes of the missing pieces are approximately 0.20¿ x 0.08¿ and 0.19" x 0.08".

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer discovered that the plastic housing was broken at the fenestrated bipolar forceps instrument tip. The procedure was completed with no reported injury.